Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving lioresal via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On 04-jan-2017 it was reported that the patient had been complaining about a lot of discomfort and difficulty with spasticity. The reporter thought it was just contraction of the knee, but they still decided to have the pump replaced.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from healthcare professional (hcp) on 2017-jan-20 reported hcp did not know what happened as patient was being cared for by another hcp. It was noted this hcp had no issues with the pump. On 2017-jan-24 additional information reported patient with chronic fluid collection around pump. No signs or symptoms of infection and no increase in tone. The cause of the difficulty with spasticity and discomfort was unknown. It was noted the issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.